Manufacturer narrative:
Pending evaluation.

Event description:
As reported, there was a right side revision of the patient's novation stem/cup due to osteolysis. The stem was loose, there was liner failure, and the cup was loose. There was a 45 minute surgical delay/prolongation. The patient was revised to zimmer biomet components. The devices are not returning as the hospital keeps them.

Manufacturer narrative:
H3: the revision reported may have been the result of an insufficient bond between the implants and the bone and/or patient-related conditions, which led to aseptic (non-infected) loosening and osteolysis. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were unable to be obtained.